Manufacturer narrative:
(B)(4). Batch #: 579a93. Additional information received: there was no problem in tightening the adjusting knob and releasing the red safety. The anvil was not replaced. There was no change in procedure (e.g., additional resection, additional port hole, creation of unplanned colostomy, etc.) Due to this event. The patient is stable. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the cdh25p device was received with no apparent damage and the anvil was not received. The washer was not present and there were staples present in the device. The tissue compression scale did not backlight turn on when the battery was inserted. Due to the condition of the device no functional test was performed. The device was disassembled to verify the condition of the internal components and the bulkhead contact from the left side was noted to be damaged. In addition, marks and damages on the bulkhead shroud were noted. No further functional testing could be performed due to the condition of the device. Although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following caution: insert the battery pack by lining up the release tabs on the battery pack with the slots on the rear of the device. Ensure battery pack is fully inserted into the device. An audible click will be heard and the tissue compression scale backlight will be illuminated when the battery pack is fully inserted. A manufacturing record evaluation was performed for the finished device batch number 579a93, and no non-conformances were identified.

Event description:
It was reported that during a robot assisted laparoscopic anterior resection, the device could not be fired at 1st firing. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.